Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was pressure sores/wound behind the flange. There was no patient harm.